Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt had an infection and swelling. Doctor decided to wash out and exchanged the femoral poly head."